Manufacturer narrative:
Pt info: information unknown/ not provided. Date of event: date unknown/ not provided model #: unknown/not provided serial # unknown/ not provided. Expiration date, UDI #: unknown as the serial number was not provided. Reporter telephone number: unknown/ not provided device manufacture date: unknown as product serial number was not provided. Device evaluation: the catalys system was not identified and could not be evaluated. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the catalys system could not be reviewed as the serial number was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Citation:alexander c. Day, phd, jennifer m. Burr, md, kate bennett, msc, caroline j. Dor¿e, bsc, catey bunce, dsc, rachael hunter, msc, mayank a. Nanavaty, phd, kamaljit s. Balaggan, phd, mark r. Wilkins, md, on behalf of the fact trial group; femtosecond laserassisted cataract surgery compared with phacoemulsification cataract surgery: randomized noninferiority trial with 1-year outcomes..j cataract refract surg 2020; 46:13601367 copyright ¿ 2020 the author(s). Published by wolters kluwer health, inc. On behalf of ascrs and escrs

Event description:
Literature title: femtosecond laserassisted cataract surgery compared with phacoemulsification cataract surgery: randomized noninferiority trial with 1-year outcomes. It was reported a multicentre, outcome-masked, randomised controlled non-inferiority trial was done to establish whether femtosecond laserassisted cataract surgery (flacs) is a cataract surgical technique that is as good as or better than phacoemulsification cataract surgery (pcs). Of the 785 patients enrolled in the study, 392 patients were randomly assigned to the flacs arm while 393 patients were randomly assigned to the pcs arm. The patients in the flacs arm was either treated with the catalys femtosecond laser (johnson & johnson inc) or femto ldv z8. Three-month intraoperative complications occurred on the study eye in the flacs treatment arm include anterior capsule tear (n=3), intraoperative pupil constriction needing intervention (n=3), zonular dialysis with or without vitreous loss (n=1), and incomplete laser capsulotomy (n=4) while intraoperative complication that occurred on the fellow eye include anterior capsule tear (n=3), posterior capsule tear with vitreous loss (n=1), posterior capsule tear no vitreous loss (n=1), intraoperative pupil constriction needing intervention (n=3) and incomplete capsulotomy identified in surgery, requiring manual completion (n=2). Three-month postoperative complications include postoperative anterior uveitis (n=34), vitreous to wound (n=1), steroid response ocular hypertension (n=4), macular oedema (n=8), retinal tear or detachment (n=1), medication allergy or intolerance (n=4), and corneal oedema (n=4). In addition, 102 patients had standard error (se) refraction not within ¿ 0.5 dioptre of target and 25 patients had se refraction not within ¿ 1.0 dioptre of target. One hundred fourteen (114) patients reported that they have some problems seeing while 3 patients reported having extreme problems seeing. Twelve-month postoperative complications occurred in the flacs treatment arm include postoperative anterior uveitis (n=38), vitreous to wound (n=1), steroid response ocular hypertension (n=7), macular oedema (n=9), posterior vitreous detachment (n=3), retinal tear or detachment (n=2), medication allergy or intolerance (n=4), corneal oedema (n=8), and posterior capsule opacification (n=4). In addition, 77 patients had standard error (se) refraction not within ¿ 0.5 dioptre of target and 15 patients had se refraction not within ¿ 1.0 dioptre of target. Seventy (70) patients reported that they have some problems seeing while 6 patients reported having extreme problems seeing. There are no indications in the article of any interventions provided. It is not specified whether the complications were directly attributed to catalys or the competitor product used in the study.